Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had the one-minute non-destructive ram test failed pump error alarm. Customer's blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will not be returned device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Inserted a test battery and removed the test battery with the battery not getting stuck in battery tube. The battery tube was inspected with no battery tube anomalies noted. No pump error alarms noted during testing. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.